Event description:
A customer contacted stryker to report that their device had illuminated its service led. Upon inspection, stryker observed that the device would not complete its initial boot up cycle. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause was isolated to the system pcb assembly. The device can no longer be repaired. The customer will be offered a replacement device.